Event description:
It was reported that the patient underwent an unrelated surgical procedure. It's unknown if the ipg was set into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were successful and effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.